Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing with noise on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.